Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to allegations of personal injury. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Evaluation of the returned component found evidence of subluxation of the joint, scratching of the bearing surfaces and taper fretting.